Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter balloon rupture when using, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the re-turned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was un-able to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were not-ed around the circumference of the bladder at approximately 6.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 78cm from the iabc distal tip, which is the location of the previously noted clotted central lumen. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 4.1cm from the iabc luer, which is the location of the previously noted clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "catheter balloon rupture" is confirmed. During the investigation, two punctures consistent with contact from a sharp object, were found on the iabc bladder, which caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The prob-able root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the catheter balloon rupture when using, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".